Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09e65, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the lead came out of the implantable neurostimulator (ins) header and was disconnected. The action required as a result of the event was a revision to plug the lead back in and possibly replace the battery. It was noted that diagnostic testing of impedance testing and x-rays were performed. The product issue was resolved and the cause of the issue was determined to be the lead coming out of the header resulting in a return of symptoms for the patient. It was stated that the patient had a sudden return of symptoms and couldn¿t feel any stimulation on any setting. The patient¿s health care provider (hcp) ordered x-rays and reviewed them showing the proximal end of the lead had migrated from the header. It was noted that the impedances came back all with greater than 4000 ohms. The ins was implanted and out of service and would be replace in the future. It was reported that the patient symptom associated with the event was less than 50 percent therapy relief at the lead location. The patient status was alive with no injury. Additional information received reported that it was unknown what caused the lead to come out of the header. The patient was scheduled for a revision on (B)(6) 2014. It was noted that it was unknown if the hospital would allow the device to be returned. The patient had no harm.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the ins setscrew was backed out too far.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that it was unknown for sure what caused the lead to come out of the header but it looked like the setscrew may not have locked in place. When they tried to screw the ins back in it just spun and spun. It was noted that the patient had a revision on (B)(6) 2014 and their ins was replaced. There was an impedance at all 0 electrodes but it was believed those were there with the original ins. It was stated that the device would be returned and the patient was having no issue now. Additional information received reported that there was a potential performance issue. The patient had a return of urinary symptoms and troubleshooting was done and impedances were checked. It was noted that an x-ray taken showed the proximal end of the lead was dislodged from the ins header.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.